Event description:
New information received noted that the right ventricular lead also exhibited noise.

Manufacturer narrative:
The reported events of elevated impedance, elevated capture threshold and noise were not confirmed. As received, a partial lead was returned for analysis in two pieces. Electrical testing did not find any anomalies. Internal conductor shorting was due to procedural damage at the distal region of the lead. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Unable to perform impedance test due to the condition of the lead as received.

Event description:
It was reported that the patient presented for a follow up. The patient's right ventricular (rv) lead exhibited elevated impedance and capture threshold values. The lead was explanted and replaced. The patient was stable.